Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that product analysis was able to confirm the reported allegations of mechanical issues and fluid loss due to a hole in the balloon. The identified balloon leak could have caused or contributed to the clinical observations. DHR review: the device history record (DHR) review cannot be performed as the lot number was not available. Technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual and microscopic analysis of the balloon was performed. A balloon shell tear was identified proximal to the sphere-adapter junction, consistent with tool or sharp instrument damage. Inspection of the remainder of the device did not reveal additional damage or irregularities. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of unintended use error contributed to event was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to a fluid leak caused by a hole in the pressure regulating balloon (prb). It was noted the fluid loss caused the patient to experience recurring urinary incontinence. The existing prb was explanted and replaced without consequence. The patient is expected to fully recover.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to a fluid leak caused by a hole in the pressure regulating balloon (prb). It was noted the fluid loss caused the patient to experience recurring urinary incontinence. The existing prb was explanted and replaced without consequence. The patient is expected to fully recover.